Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited capture thresholds of 4.0 v, 1.5 ms in the unipolar and 4.5 v, 1.5 ms in the bipolar configurations. Sensing was 2.6 mv but the patient was in a junctional rhythm at the time of testing. The lead was capped and replaced.